Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm and hyperglycemia. The customer reported blood glucose value of 680 mg/dl. The customer reported hyperglycemia and elevated ketones/diabetic ketoacidosis, malaise, vomiting treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer was using the insulin pump within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thus/thump and carelink. In further analysis of the pump history found no insulin flow blocked alarm/no delivery alarm 2 days prior to the event date of 31-dec-2024 in the formatted history file. Two no delivery alarm/insulin flow blocked alarm were found on 12/05/2024 at 02:53:18.000 and 12/17/2024 at 22:55:09.000 during bolus deliveries. On the event date of 31-dec-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 59.5 u and dailytotalofbolusinsulindelivered = 1.425 u which is equal to the dailytotalofallinsulindelivered = 60.925 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 31-dec-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.6 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked up button keypad overlay and peeling end cap sticker. The pump passed all the required testing. Unable to verify customer alleged for high bg and dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.